Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/13/2021. H.6. Investigation: customer returned (9) loose 0.3ml insulin syringes. The customer reported plunger rod difficult to move. All 9 returned syringes were examined, and it was observed that 4 syringes exhibited a disfigured stopper within the barrel. The deformed stopper could indicate a lack of lubrication within the barrel, which would result in the plunger rod being difficult to move. A review of the device history record was completed for batch # 0321264 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. Root cause: l2l dispatch was created on 24jan2021 for random dry barrels. Dry barrels indicates a lack of silicone inside the barrel to allow movement of the plunger/stopper rod. The silicone nozzle that shots silicone into the barrel was plugged.

Event description:
It was reported that 2 relion® insulin syringes experienced difficult plunger movement. The following information was provided by the initial reporter: consumer called as she was instructed by her pharmacist to request mail kit to send back syringes for evaluation. Consumer stated that the syringes were replaced by the pharmacy. Consumer had the same issue with other syringes from the same box and lot after the initial complaint was reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 relion® insulin syringes experienced difficult plunger movement. The following information was provided by the initial reporter: consumer called as she was instructed by her pharmacist to request mail kit to send back syringes for evaluation. Consumer stated that the syringes were replaced by the pharmacy. Consumer had the same issue with other syringes from the same box and lot after the initial complaint was reported.